Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that an unknown biomet abutment screw fractured. Fracture of abutment screw occurred three times during last 10 years. It was reported that the patient suffers from bruxism. There was no report of patient injury. D1: unknown biomet abutment screw g4: 9 jul 2019. The reported device was not returned for evaluation. The reported condition of an unknown screw that fractured was not confirmed. A device history record (DHR) review could not be performed as the reported device lot is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review for the reported device could not be performed as the reported item and lot number are unknown. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an unknown biomet abutment screw fractured. Fracture of abutment screw occurred three times during last 10 years. It was reported that the patient suffers from bruxism. There was no report of patient injury.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided/unknown. Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device product code unknown. Device lot number and catalog number not provided/unknown. Reporter's email not provided/unknown. Device discarded.

Event description:
It was reported that an unknown biomet screw fractured.